Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash that was all over her body. The rash had welt-like bumps that were opening up. The patient's physician gave the patient a cream to use on the rash. The patient was instructed to change and launder the garment on a more frequent basis. The patient had removed the device to allow the rash to heal. Follow-up indicted that the rash had improved and that the patient is wearing the device again.